Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a low power alarm while sleeping. The alarm could not be cleared. Customer's blood glucose level was impacted (360 mg/dl). During troubleshooting with tandem technical support, the customer was able to clear the alarm and insulin was resumed successfully.